Event description:
Nine years postoperatively, echocardiogram and catheterization were performed due to aortic insufficiency. At explant, the valve had a tear at the base of the left coronary cusp and dilation of the sino-tubular junction was also noted. The valve was explanted and replaced with a 27 mm heart valve. It was reported the pt had an uneventful recovery and the surgeon did not have any concerns regarding the valve's performance.